Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode was suspected to be associated with a system infection as a transparent liquid was coming out of the pocket wound. The patient was administered oral antibiotics and will continue to be monitored. The electrode remains implanted and in service. No additional adverse patient effects were reported.